Event description:
Pt in cardiac cath lab for ablation. Catheter present in right atrium. While physician was repositioning the catheter under fluoroscopy, catheter tip was noted to be detached from catheter. Physician attempted retrieval; unable to retrieve. Physician contacted MFR who stated that previous experience indicated catheter tip could safely be left in current position (wedged into coronary sinus). Pt kept overnight for observation; discharged home following day. Catheter tip and approximately 2 mm of catheter tubing left in pt. (Label)